Manufacturer narrative:
The report of a pcu front case issue is confirmed based on the findings of class iii field correction. Customer issue was corrected by replacement of the front case. The device is used for treatment purposes. Device was not returned to manufacturing facility.

Event description:
It was reported the front case is being replaced (pcu). Customer states: "front cracked, broke". No patient involvement reported.